Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Device reached elective replacement indicator (eri) on (B)(6) 2016. There is an unexplained battery drop on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device had premature battery depletion. The device remains in use and will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Offsite analysis at mecc found that the battery had an internal short. The rpa lab final analysis report was corrected since rapid voltage depletion was detected and device was sent to pal for further analysis.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The analyst also noted:battery analysis report was corrected since rapid voltage depletion was detected and device was sent to pal for further analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.